Event description:
It was reported that the user attempted to announce a meal on the ilet pump but was blocked by an unsuccessful firmware update alarm. The user recorded a fingerstick blood glucose of 304 mg/dl, administered a manual subcutaneous insulin injection via pen without disconnecting from the pump, then disconnected per guidance and later reported that glucose was trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was attributed to improper or incorrect procedure of injecting external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.